Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported neurological issues and the syncopal event could not be conclusively determined through this investigation. A review of the submitted log files revealed the pump was operating as expected at the set speed. No unusual alarms or events were captured. Per additional information, the cause of the syncope was unknown. No diagnostic testing was performed and adjustments to the patient's anticonvulsant medical management were made. The patient's symptoms resolved and they were discharged home. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further issues have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, revision b is currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events, including neurological events (not stroke related), that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists neurologic dysfunction as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a syncopal episode on (B)(6) 2024 at 14:00. The patient was being treated with keppra due to previous syncopal episodes resembling epileptic events. The patient stated they had full batteries at the time and on interrogation was noted to have 2-3 power disconnects. The patient was alone and passed out for approximately 40-45 minutes per the patient's account. The log files were reviewed and found no unusual events. The cause of the syncope was unknown and medication adjustments were made. No diagnostic testing was done. It was too soon to tell whether treatment resolved the issues. The patient was discharged home and would follow up later. The symptoms resolved with the treatment. The patient had been having these events randomly since (B)(6) 2023. The original onset of the events was unknown. This was not an issue prior to the ventricular assist device (vad). They remained uncertainty regarding the cause of these recurrent episodes. Work was being done with the patient's primary care, neurology team and cardiology team to determine a diagnosis. The patient has had 3 continuous electroencephalograms (eegs) on (B)(6) 2024. They also had 1 spot eeg on (B)(6) 2024. These all had normal results with no focal, lateralized, or epileptiform activity present. The patient also had 8 head computed tomography's (cts) spanning from (B)(6) 2024 to the date of this event. All cts had normal results.